Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood from the catheter junction during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when rescuing the patient, the bd 22g y type disposable intravenous indwelling needle was used to establish the venous access for the patient and the blood was collected, the blood spilled from the extended arm of the catheter junction .the indwelling needle was immediately removed and re-puncture"